Manufacturer narrative:
Per customer supplied data, result for sample #1 was not corrected in the lab information system (lis) after repeat testing. The sample was collected in a lithium heparin tube that was centrifuged at 3,500 rpm. The specimen was normal in appearance. Qc was recovering within established ranges on and before the date of event. System checks performed on (B)(6) 2011 passed with specifications. A field service engineer (fse) performed a preventive maintenance (pm). The fse performed a system check which passed within specifications. The fse ran 30 reps of troponin using wash buffer. All results were 0.00ng/ml. The system was returned to the customer for patient testing. No definitive root cause was determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result generated by the access immunoassay system for one patient. Repeat testing on a different method recovered lower results within the normal reference range. Two fresh samples collected from the patient on the next days and tested on the access analyzer also gave results within the normal reference range. The result was reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.